Manufacturer narrative:
The received device had the cannula assembly fully deployed. The soft cannula measured the correct full length according to specification and did not appear damaged. Inspection of the fluid path and needle mechanism components found no evidence of any damage or manufacturing deficiencies that would result in the soft cannula becoming dislodged from the infusion site. A root cause for the reported dislodged cannula could not be determined. Inspection of the phb data showed that the pod was in automated mode for the majority of its operating time and was able to confirm the generation of the automated delivery restriction alert. Towards the end of the device run, the pod was suggesting the maximum amount for too long and generated the exit closed loop/automated delivery restriction alert. This alert put the system into automated mode: limited. Acknowledgement of the alert put the user into manual mode. This is expected behavior of the system. The phb data showed that the agc algorithm was able to adapt the suggested insulin appropriately based on egvs and user inputs. The system was found to function as intended.

Event description:
It was reported that a patient's blood glucose levels (bg) reached 404 mg/dl, while wearing the pod longer than 48 hours. The patient reported cannula being dislodged, when it was removed from the infusion site. For treatment, the patient changed out the pod for a new pod.

Manufacturer narrative:
The device has not been returned/received to date. If the device is received, a supplemental report will be submitted with the investigation results. It was reported that the cannula had dislodged from the infusion site. This condition could interrupt insulin delivery and contribute to hyperglycemia. Lot release records were reviewed and the product lot met all acceptance criteria. Specifically, a pod is paired to a pdm and put through simulated use testing including communicating with the pdm, deployment, delivering fluid, occlusion detection, and freedom from hazard alarms.